Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a revision procedure was performed to address an unspecified anomaly of the durata right ventricular (rv) lead. The durata lead remained implanted for defibrillation support, however the pace/sense functionality of the lead was deactivated. A new tendril rv lead was implanted in the right ventricle to provide pace/sense support. The patient was stable.